Event description:
Related manufacturer reference number: 2017865-2024-03618. It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited noise that was over-sensing via review of remote transmission. It was noted that the patient does neurostimulation. During the extraction, there was a visible rv lead fracture at the clavicle, and unable to pass the stylet. Both the ra and rv leads were explanted due to an infection unrelated to the products. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of noise over-sensing was not confirmed. As received, a complete lead was returned in five pieces. Electrical testing did not find any conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies except for procedural damage.